Event description:
It was reported that revision surgery was required to remove two revere pedicle screws due to non-union and loosening at l4.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The parts were not available for evaluation as they were retained by the patient. It's likely the screw loosening was caused by pseudarthrosis and/or poor bone quality. However, a definitive cause of the reported issue cannot be determined.